Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the patient had a history of feeling uneasy and uncomfortable due to experiencing intermittent episodes of dizziness episodes from (B)(6) 2023 and started experiencing syncopal episodes since early (B)(6) 2024. On (B)(6) 2024, the patient presented to emergency room experiencing severe syncopal episodes. Device interrogation revealed the right ventricular lead exhibited high capture thresholds and high pacing impedance; insulation break was suspected. The device was reprogrammed, and patient¿s condition changed from critical to stable. The physician capped and replaced the lead on (B)(6) 2024, the patient was in stable condition during and post procedure.